Event description:
The pt was found in cardiac arrest at 0944. Resuscitation attempt included assisted respirations with a bag valve and endotracheal tube. While assisting respirations, the bag valve device separated at the connection between the inflatable bag and the plastic tube connection. A second bag valve device was attached and respirations continued until resuscitation attempts ceased. The pt was pronounced dead at 1019. User facility performed an audit of the remaining life support bag-valve devices in stock and found a second faulty device. When the bag was depressed, the second device leaked air from the same connection point where the first device separated. There was no pt care involved in the second incident.